Event description:
Healthcare professional reported that a hemochron signature elite and pt/inr system reported results lower than expected. On (B)(6) 2015, a (B)(6) male with atrial fibrillation and receiving warfarin thrombosis prophylaxis had a fingerstick inr evaluated at a hospital clinic. The target inr was 2.0 to 3.0. The hemochron signature elite and pt/inr system reported an inr of 0.8, which was lower than expected. Test was repeated with a 2nd hemochron signature elite instrument ((B)(4)) using the same cuvette lot yielded an inr result of 2.6, which was consistent with expectations. No adverse events were reported. The hemochron signature elite and pt/inr system successfully passed liquid quality control testing before patient testing at the site. Storage and handling of reagent cuvettes were consistent with product labeling.

Manufacturer narrative:
This MDR submitted on 04/03/2015 references itc (B)(4). The lot number of the hemochron jr. Pt cuvette used for patient testing is g4jpt073 is referenced by itc (B)(4). Method codes: there were no ncrs, anomalies or history of repair to the instrument. No current trends, or CAPA related to the cuvette lot used for testing. The hemochron signature elite instrument passed liquid quality control testing but failed electronic quality control testing. Electronic quality control failed because the battery would not charge therefore failure is unrelated to the current complaint.